Event description:
The patient reported that her device was explanted on unknown date. No further relevant information has been received to date. The explanted device has not been received to date.

Event description:
It was reported that a patient's lead was exposed at the patient's neck, and the patient was being referred for a full explant. No known surgery has occurred to date. No additional, relevant information was received to date.